Event description:
It was reported "before use the transducer was with problems." No pt complications were reported. No further details were provided.

Manufacturer narrative:
The device was not returned for evaluation.